Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced chronic driveline infection was reported under medwatch report # 2916596-2017-03310. (B)(4). Approximate age of device- 6 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient expired at home peacefully with hospice on (B)(6) 2017. The patient was reported to have a long time chronic driveline infection that had developed a resistance to any antibiotic treatment. The infection then spread inside to the patient abdominal area and ultimately led to their demise and passing. The pump was not explanted. No additional information provided.